Event description:
It was reported by service report that the bed was missing the motion interrupt pan. The customer could not determine whether there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Results: motion interrupt pan.